Event description:
It was reported that the inserter snapped off while trying to insert two separate anchors. Removal of anchors was not successful. Allegedly upper portion of anchors had to be cut off.

Manufacturer narrative:
Additional info will be provided once investigation is complete. Lot#: 08144ae2.